Event description:
It was reported that this patient's device is under advisory for premature battery depletion. The device has depleted from 52% to 14% after approximately seven months. Premature battery depletion is suspected. Replacement was recommended, however the device remains in service at this time. No adverse events.

Manufacturer narrative:
This supplemental report is being filled to include additional device codes.

Event description:
This supplemental report is being filled to include additional device codes.